Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Customer was using a recommended fully charged battery. Customer stated the insulin pump was neither dropped nor bumped. Customer stated there was water residue on the insulin pump and it was hard to read. Customer stated he did not submerge it in water but he took it with him to the shower every time. Customer reported past exposure of the insulin pump to fluid but there was no visible water or fluid in the insulin pump. Customer stated self-test was passed. Customer stated he could not read most of what was on the screen but he could see the active insulin. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump was received with missing segments or partial display due to moisture damaged electronic assembly on electrical board.